Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the infusion set was detached at the quick release. Customer stated that they were at work as usually in hall and infusion set detached. The infusion set was stored at normal temperature. Customer reported there was not stress or pull on the tubing. Customer reported the pump was not dropped with the set connected to their body. No harm requiring medical intervention was reported. The infusion set will not be returned fro analysis.